Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, more than 13 years have passed since the device was manufactured, and it is likely the fuse has deteriorated over time due to repeated use.

Manufacturer narrative:
In troubleshooting with the user, it was learned by olympus technical support that the device lost power and the fuses were blown. To resolve the problem, the fuses were replaced.

Event description:
A user facility reported to olympus that during a procedure, the image produced by the cv-180 "went black." The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.